Manufacturer narrative:
Evaluation completed. See attached failure investigation summary report.

Manufacturer narrative:
Nihon kohden orangemed llc will submit a supplemental report if additional information becomes available.

Event description:
It was reported that the nkv-330 touchscreen had gone black during patient use. The ventilator continued ventilating the patient, and the patient was unaffected. The patient was placed on another ventilator.